Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump system with tubing clamp. The incident occurred in kurume, japan. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that during surgery, the power supply to the scp control panel suddenly went off and immediately started up. The number of rotations of the centrifuge reached 0 rpm and the circulation stopped, but the rotation was immediately increased, the circulation was resumed, and operation was completed without any recurrence. There was no patient injury.

Manufacturer narrative:
Livanova received a report stating that, during surgery, the power supply to the scp control panel suddenly went off and immediately started up. No patient/user affected. The livanova technician who reached the facility was unable to reproduce the customer's issue, no anomaly had been found in the internal connections or the power cable. However, the cpu board was replaced as a precaution. The device is back in service. The involved double roller pump was manufactured in 2011 and according to the analysis of the complaints database no further similar events have been reported in the past. Based on the above, it cannot be excluded that the root cause of the event is related to an intermittent electronic failure. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.